Manufacturer narrative:
This is an addendum to the initial MDR to correct the manufacture date and expiration date.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of a right inguinal hernia, a perfix plug was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect, take down adhesions, and remove the old mesh plug. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with right inguinal hernia and underwent open repair with perfix plug. Per the operative report details, "upon reduction of the hernia sac, the defect appeared to be amenable to a large plug placement. Perfix plug (device #1) was placed and sutured¿. (B)(6) 2015 - patient was diagnosed with recurrent right inguinal direct and indirect hernia, left inguinal direct hernia, umbilical hernia thereby underwent laparoscopic repair with explantation of prior mesh. Per operative report details, "it was identified on the right, a previous perfix plug (device #1) with extrusion into the preperitoneal space, adhered to preperitoneal and cord. The direct hernia was noted adhered to the perfix plug, this was then dissected. The perfix plug (device #1) was then everted into the preperitoneal space a little further and was completely removed. Once this was accomplished, the mesh was left ascending over the bladder where the right sided 3dmax mesh (device #2) and left sided 3dmax mesh (device #3) were then placed within the preperitoneal space. The umbilical hernia was identified and reduced¿. Attorney alleges that the patient had adhesions, mesh migration, pain, hernia recurrence, mesh plug protruded into the preperitoneal space, mesh adhered to the cord and underwent mesh removal.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced adhesions and underwent additional surgery to "repair the hernia defect." In regards to adhesions, adhesions is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. At this time it is unclear if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: this is an addendum to the initial MDR to correct the manufacture date and expiration date. Addendum #2: h11: this supplemental MDR is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. About 4 months post implant of perfix plug, patient was diagnosed with adhesions, mesh extrusion, hernia recurrence and underwent explant of the mesh. Per op notes, ¿mesh plug (perfix plug) was extruded and everted into the preperitoneal space¿. The instructions-for-use supplied with the device list extrusion as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Corrected field: h4 (manufacturing date).

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced adhesions and underwent additional surgery to "repair the hernia defect." In regards to adhesions, adhesions is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. At this time it is unclear if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of a right inguinal hernia, a perfix plug was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect, take down adhesions, and remove the old mesh plug. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.